Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back. Patient described the skin as itchy and feels like the skin is burning due to her scratching. There was no alleged device malfunction contributing to the irritation. Patient reported that she has been applying aloe vera lotion to the skin which she got from a hospital. Follow up indicated that the lotion is helping with the skin irritation.